Manufacturer narrative:
Onsite analysis of the system took place and no failures were found. The system was found to work as intended. Troubleshooting of the system found that the network information that pacs had for the system was correct. It was discovered that the ip address did not match. Once pacs updated the ip address for the system, they were able to have exams pushed to that system and pull exams. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. Other relevant device(s) are: software 9733763 synergy cranial s7. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that there was a networking error and the site was unable to pull from electronic picture archiving and communication systems (pacs). The networking errors occurred directly after upgrading the system software. There was no patient present when this issue was identified.